Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to the emergency room with a device that went into backup vvi mode after giving the patient inappropriate hv therapy. The device was replaced and the patient is doing well.